Event description:
It was reported that there was an electrical reset. The follow-up obtained indicates the device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A power on reset (por) with critical ram parity error logged on (B)(6) 2011 in address "14 68". Por severity is considered low as device should be able to fully recover after reset.